Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mcs instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Failure analysis found the primary failure of the broken conductor wire to be related to the customer reported complaint. The mcs instrument housing was removed for inspection and the instrument was found to have a conductor wire broken at the proximal end in the main tube. The instrument failed the electrical continuity test and no signs of thermal damage were observed at the proximal backend. The instrument had no physical damage at the distal wrist and the root cause is attributed to the manufacturing. A review of the instrument log for the mcs instrument (470179-19/k13211004 0448) associated with this event has been performed. Per logs, the mcs instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 7 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event based on the failure analysis finding:. The mcs instrument had a broken conductor wire at the proximal end. The broken conductor wire has potential for electrical discharge to the bedside assistant. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to start of a da vinci-assisted procedure, the 8mm monopolar curved scissors (mcs) instrument had no energy. The procedure was completed. The endowrist monopolar curved scissors is intended to be used with the da vinci system for endoscopic manipulation of tissue, including: cutting, blunt and sharp dissection, electrocautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.